Manufacturer narrative:
Vyaire medical file identification: (B)(4) h3: 81 other -the suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that the unit had been plugged in and that the internal battery was fully charged. The customer was instructed to swap out the hssc cable from a known functional device, and if that did not work, the uim (user interface module) would need to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device was not returned.

Event description:
It was reported to vyaire medical that the avea ventilator screen was white when it was powered on and all of the membrane leds were illuminated. Furthermore, there was no patient associated with the reported event.